Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 20115015. Medical device expiration date: 2023-11-05. Device manufacture date: 2020-11-03. Medical device lot #: 20066231. Medical device expiration date: 2023-06-16. Device manufacture date: 2020-06-11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 y ext w/vlv ports & 2 sld clp set from lot 20115015, 1 set from lot 20066231, and 1 set from an unspecified lot had issues with fluid blockage/flow issues during use. The following information was provided by the initial reporter: "we have had several of these sets fail. The problem is that we can't flush both ends with out manipulating the valves."

Event description:
It was reported that 1 y ext w/vlv ports & 2 sld clp set from lot 20115015, 1 set from lot: 20066231, and 1 set from an unspecified lot had issues with fluid blockage/flow issues during use. The following information was provided by the initial reporter: "we have had several of these sets fail. The problem is that we can't flush both ends with out manipulating the valves."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review for model: 20019e, lot number: 20066231 and 20115015 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. CAPA#: 1998036 was initiated. The complaint could not be confirmed and the root cause is undetermined. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot#: 20115015 regarding item: 20019e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot#: 20066231 regarding item: 20019e.